Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working as intended. The patient's ipg was explanted and will not be returned.